Manufacturer narrative:
Insulin pump received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked connector on lcd board. Unable to perform any test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer also stated that they had button error alarm and failed battery test. The customer¿s blood glucose level was unknown. Troubleshooting was done for keypad anomaly. The insulin pump will be returned for analysis.